Manufacturer narrative:
Product development evaluation of the event did not determine that the devices contributed to the complaint event; the complaint cannot be replicated with the returned device. The cable design including cross section analysis was reviewed and determined to meet the intended use.

Event description:
Patient underwent initial procedure approximately 6 months ago to repair a femur fracture. Postoperatively, date unknown, the patient knelt down and heard a pop. The patient was returned to the operating room on (B)(6) 2012. Delayed union (partial calcification had occurred) was noted and 1 broken cable was discovered. All hardware was explanted and the patient was revised to two new plates. This report is #6 of 12 for the same event.

Manufacturer narrative:
Additional narrative: visual inspections noted the screw is lodged in the plate (226.591). Unable to remove the screw to do a full visual inspection. The returned device was unable to be measured dimensionally because it was lodged in the plate. The material of the pin was able to be verified as matching the specifications. The manufacturing records were reviewed and no complaint related issues were found. Investigation is on-going.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.